Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and was not recovered. A field service engineer (fse) troubleshot an issue with half height drawer 4.1 where cubie row e was off bus. Found cubies popped out, cleaned and reinserted them, rebooted the system, and successfully tested. The system functioned as intended after the field service engineer repaired the device.